Event description:
It was reported that there were multiple alerts for high out-of-range shock lead impedance of the cardiac resynchronization therapy defibrillator (crt-d) system. The impedance had increased from 78 ohms to 145 ohms in a gradual fashion. Technical services recommended performing a commanded maximum energy shock to evaluate system integrity. The crt-d and right ventricular lead remain in service at this time and no adverse patient effects were reported.

Event description:
It was reported that there were multiple alerts for high out-of-range shock lead impedance of the cardiac resynchronization therapy defibrillator (crt-d) system. The impedance had increased from 78 ohms to 145 ohms in a gradual fashion. Technical services recommended performing a commanded maximum energy shock to evaluate system integrity. The crt-d and right ventricular lead remain in service at this time and no adverse patient effects were reported. Additional information was received indicating that the shock impedance measurements continued to be elevated; however, the patient did not wish to revise the lead. The patient received shocks approximately one year later which resulted in a code 1005 indicating an open circuit condition was detected during shock delivery. The patient subsequently passed away.